Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had their log files sent for evaluation as the site suspected a possible pump thrombus. There experienced an increase in the lactate dehydrogenase (ldh) and increased shortness of breath (sob). Technical services reviewed the file and did not see anything that would lead to the presence of a thrombus within the motor chamber. They recommended investigating other indications that may confirm the presence of thrombus and saw that the ventricular assist device (vad) was functioning as intended. The site did not identify a thrombus and the patient was worked up for aortic insufficiency (ai). A transcatheter aortic valve replacement (tavr) was done. The patient had to be intubated on a vent as the valve did not help, but they getting better since being placed on the vent.

Event description:
It was communicated on (B)(6) 2022, that the patient passed away on (B)(6) 2022 from multi system organ failure. The death was not considered to be device related. The device operated as expected prior to the death. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii (hmii) left ventricular assist system (lvas), serial number: (B)(6), and the reported multiple organ failure, aortic insufficiency, elevated lactate dehydrogenase (ldh), and patient outcome could not conclusively be determined. The account submitted a log file for review with concern for potential thrombus. Review of the submitted log file revealed no notable events, trends, or alarms. The account later reported that thrombus was not identified. Additionally, the patient had elevated ldh and shortness of breath. The account also reported that the patient was treated for aortic insufficiency via a transcatheter aortic valve replacement. The account later communicated that the patient expired due to multi organ failure, and the device was operating as expected prior to the death. Additionally, hmii lvas, serial number: (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Multiple organ failures, hemolysis, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. Section entitled ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 provides information regarding anticoagulation therapy and the recommended inr range. No further information provided. The manufacturer is closing the file on this event.